Event description:
Philips received a complaint on the intellivue mx850 patient monitor indicating a defective speaker that no longer makes any sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
(B)(6). A philips remote service engineer (rse) spoke to the customer and confirmed that the issue was due to a faulty speaker assembly. The customer was provided a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.